Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The patient experienced a localized skin reaction at the sensor needle puncture site on the thigh, which developed five days after sensor insertion. On (B)(6) 2025, symptoms included redness, inflammation, pimples, pustules, and signs of infection. Two days following sensor removal, the symptoms persisted, and the patient reported observing a ¿white thing¿ at the insertion site.due to the ongoing symptoms, the parent brought the patient to the hospital. Unspecified laboratory tests were conducted, and findings suggested a possible staphylococcal infection. An incision and drainage procedure was performed without administration of medication during the procedure, and no sutures were placed. The patient was discharged the same day. The following day, the patient was prescribed oral sulfamethoxazole-trimethoprim and mupirocin ointment. At the time of reporting, the patient was stable. Photographs taken at various stages of the reaction were reviewed. These images showed redness and swelling at the insertion site, which appeared firm to the touch. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.